Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with a vizigo sheath and the patient experienced vessel perforation. In addition, metal part of the sheath had detached and lifted sharp electrode issues occurred. The device evaluation was completed on 19-aug-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and a supplier manufacturing investigation of the returned device was performed. Visual inspection revealed that one of the electrodes was damaged with sharp edges observed. The electrode was not fully detached from the sheath. Due to the condition observed, a supplier manufacturer investigation was performed. It was concluded that the remains of the electrode attached to the device appeared to be related to smashing of that section, which would have deformed the electrode and created a weak point which eventually caused the electrode to break. This type of damage does not typically occur during the manufacturing process. This issue could not be confirmed to be manufacturing attributable. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. The adverse event, tip separation, and electrode damaged reported were confirmed, based on the conditions observed on the device's tip. After manufacturer analysis, the potential cause may be related to device handling during procedure. However, this cannot be determined with the information available. The instructions for use (IFU) contain the following information: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-jun-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a vizigo sheath and the patient experienced vessel perforation. In addition, metal part of the sheath had detached and lifted sharp electrodes issues occurred. During the case, an injury to the patient's groin was noticed. Upon completion of the procedure, the physician noticed there was a good amount of resistance while pulling out the vizigo sheath. Once the sheath was removed from the body, they noticed the sheath was visibly damaged. The metal part of the sheath had detached and was sticking / poking out and protruding from the sheath. The sheath should have been a long tube but in this case, it was a long tube with a spike. The patient's groin tore at the vessel. Rather than cleanly remove the sheath, it ripped some of the patient's vessel and created a bigger bleed. The hole made to the patient was larger than just the sheath. They could visibly see where the sheath had torn the vessel. The patient was then taken in for a CT to make sure there was no tear in the vessel anywhere else. It was reported that everything looked fine on the patient's CT and that the injury was only at the groin site. The last known status of the patient was stable. Additional information was received. The damage resulted in lifted / sharp electrodes. The patient improved.